Event description:
Subsequent to the initial filed report, the following additional information was received: the reported suspected air embolism had been suspected due to the elevated st level but an embolism was not confirmed, as the elevated st level self-resolved, without treatment, almost immediately and spontaneously. While using the unspecified inflation device with the 3.0x38 rx xience prime stent delivery system (sds), the gauge of the inflation device indicated that the sds was pressurizing while the balloon still did not inflate at all. The same inflation device, a non-abbott inflation device, was used successfully in deploying the new rx xience prime. No additional information was provided.

Event description:
It was reported that during the procedure, a 3.0x38 rx xience prime stent delivery system (sds) was advanced onto a balance middleweight (bmw) guide wire, and into a non-abbott guiding catheter, to a non-calcified 90% lesion in the moderately tortuous mid right coronary artery, and during an attempt to deploy the stent, the balloon did not inflate and the patient simultaneously experienced st elevation. As the st elevation occurred in conjunction with the inability to inflate the balloon, a balloon leak and air embolization in the vessel were suspected. Negative pressure was applied using an unspecified inflation device, then another attempt was made to inflate the rx xience prime balloon with contrast. The balloon did not inflate and no contrast was observed in the vessel. The rx xience prime was withdrawn from the anatomy. Another rx xience prime was deployed in the lesion without any difficulty, resulting in 5% stenosis post-procedure. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight,guide catheter: judkins right,sheath: 6f sheath.the device has been received. The evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inflation difficulty and device leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.